Event description:
Howmedica tibial rod was difficult to remove. Dr attempted to remove rod with howmedica rod extractor. Extractor broke during procedure. During attempted removal of rod, the tibia was fractured in 2 places. This resulted in repair of fractures w/screws, plates & bone graft. Add'l operating room time and hosp stay was required in addition to x-ray cost, drains & equipment.